Event description:
It was reported that the patient underwent a revision approximately 9 years and 7 months post-implantation due to soft tissue reaction to metal debris. During the revision, the pseudotumor was excised. The trunnion was in good condition with no further signs of damage. A new cup, liner, and head were implanted while the initial stem remained intact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 139256 lot# 485150 m2a-magnum 42-50 tpr insrt std. Cat# 103203 lot# 417190 taperloc por fmrl 9x137. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.